Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of device breakage ("during placement in the right uterine tube, the device was inserted with no problem, however a part of the insert was spontaneously detached") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. A06886) inserted. Other product or product use issues identified: device ineffective "lack of efficacy of insert" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. The patient was treated with surgery (removal of foreign body on hysteroscopy during insertion). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Company causality comment: this medically confirmed spontaneous case report refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and during placement in the right uterine tube, the device was inserted with no problem, however a part of the insert was spontaneously detached(seen as device breakage) and lack of efficacy of insert. Removal of foreign body was performed by hysteroscopy during insertion. Both events are anticipated in essure's reference safety information. Regarding lack of efficacy of insert, considering event's nature, causality cannot be excluded. During difficult insertions device breakage may occur. In this particular case, during placement a part of insert spontaneously detached. Taking to account that breakage occurred during essure insertion causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional (subsequently medically confirmed) ((B)(6) number (B)(4)) and describes the occurrence of device breakage ("during placement in the right uterine tube, the device was inserted with no problem, however a part of the insert was spontaneously detached") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. A06886(invalid)) inserted. Other product or product use issues identified: device ineffective "lack of efficacy of insert" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. The patient was treated with surgery (removal of foreign body on hysteroscopy during insertion). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.803 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2017: quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information (invalid number): unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other (subsequently medically confirmed) and describes the occurrence of device breakage ("during placement in the right uterine tube, the device was inserted with no problem, however a part of the insert was spontaneously detached") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. A06886) inserted. Other product or product use issues identified: device ineffective "lack of efficacy of insert" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. The patient was treated with surgery (removal of foreign body on hysteroscopy during insertion). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device breakage -analysis in the global safety database revealed 1638cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 22-jun-2017: the reporter did not response to final f/u attempt. No further information expected. Final report. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.